Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device powered up correctly, however the control panel would not power up and remained dark. Mis discussed this was indicative of a failed control panel. Per email response received on 01feb2023, biomed has ordered the control panel and would replace onsite. It was unknown if device was being used on a patient.

Event description:
It was reported that the arctic sun device powered up correctly, however the control panel would not power up and remained dark. Mis discussed this was indicative of a failed control panel. Per email response received on 01feb2023, biomed has ordered the control panel and would replace onsite. It was unknown if device was being used on a patient.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed control panel. Per additional information received, biomed has ordered the control panel and would replace onsite. It was unknown if device was being used on a patient. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.